Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18197. The patient has 2 leads (from the same lot) implanted as part of her scs system. Patient reported she desired to have her scs system explanted because she experienced uncomfortable stimulation approximately 8 months after her scs system was implanted. The patient has not used or charged her scs system in approximately 4 years. The patient is to consult with her physician regarding taking surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.